Event description:
Physician report of an ectopic pregnancy 4 years following the essure procedure. (B)(6) 2007, pt presented to the physician with a positive pregnancy test and complaining of pain. After 48 hours of the initial eval, the pain increased and became severe. Pt scheduled for emergency surgery and taken to the operating room for possible cornual ectopic pregnancy. It was noted during the surgery that one micro-insert was mainly in the uterine cavity. Right salpingectomy was performed and d&c. Hcg levels continued to rise following the surgical treatment, so she then was treated successfully with methotrexate. Pt fully recovered and is doing well.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.